Event description:
The device was used during a abdominal hysterectomy. Reportedly, the needle broke. No pt injury was reported.

Manufacturer narrative:
1/29/1998-supplemental report #1 submitted to FDA.